Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case epithelial ingrowth along nasal flap edge noted at two months post lasik treatment of the left eye. Pt was monitored post operatively, and at eight months post op the flap was lifted and rinsed. Reported indicated the issue was resolved.